Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this system, exhibiting high out of range pace impedance measurements over the past several months, was explanted. The physician elected to remove both the device and left ventricular lead; both intended to be returned for analysis. No resulting adverse patient effects were reported and another boston scientific system was implanted without complication.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The unit was archived as meeting specifications.

Event description:
While both products were expected to be returned, only the generator was received.